Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 30 to 45 mg/dl. The customer was treated for the low blood glucose with food. The customer refused medical attention. The customer stated that the drive support cap was protruding. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.